Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to being stuck by an overfilled pocket. A field service engineer removed the excess from the pocket, and the drawer worked normally. The system functioned as intended after the field service engineer troubleshot the device.